Event description:
It was reported that the surgeon inserted an aq2015a three piece silicone lens and a haptic broke upon insertion. The lens was removed and another same model lens was implanted without any pt injury.

Manufacturer narrative:
(B)(4). Eval: (other): visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens. Conclusion: (other): based on the complaint history and the eval of the returned product, we were unable to confirm this complaint. (B)(4).